Event description:
During an inquiry regarding the use of cidex opa, it was reported that a pt presented to the user facility for a cystoscopic procedure. During the pre-admission physical the pt mentioned an anaphylactic reaction to cidex during pt's third such procedure. The pt described swelling of the genitals and hives post operatively. There is no date or location provided for this previous event.